Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
A visibly larger amount of an unidentifiable liquid (probably silicone oil) appeared in the syringe.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: ten samples were provided to our quality team for investigation. Through visual inspection, silicone can be observed within the syringe. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2312079 and were found to be within specification. The samples underwent these same tests and was found to be within specified limits. A device history review was performed for reported lot 2312079, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Six retained samples were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. Based on our investigation, a definitive root cause cannot be established at this time. Due to the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe. A project has been initiated to further review our silicone process. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.